Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 9392507, 510k #k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the surgeon prepped the disc space utilizing the tlif distractor on the l4-l5 disc space. The 6 mm distracting osteotome as well as prep with the kerrison and pituitaries. The 6 mm was rotated in the disc space. The first implant, 30mm x 7mm was loaded. Upon hammering in with a mallet a "snap" noise was heard, and the surgeon pulled back on the inserter to find that the cage had broken. The fragments were retrieved.

Manufacturer narrative:
Product analysis:"visually confirmed the implant is broken into multiple pieces, with some, (not all) returned for analysis. Mi croscopic examination of the fracture identified a fairly flat fracture with rays emanating away from the area of crack origination, indicating the direction of crack propagation. The fracture is located at the first thin-walled intersection nearest to the inserter attachment point, with rays emanating away from the area of crack origination. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.